Event description:
The customer contacted baxter's technical service center to report reading off on the home choice (hc) machine. The home patient (hp) stated that his readings were off, initial drain (ID) and ultra-filtration reading. The registered nurse (rn) told the hp to call and have the hc swapped. The baxter technical service representative (tsr) swapped the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The device is no longer in its original manufacture condition and additional manufacture record review is not required. Review of the device service history revealed there were no issues that could have caused or contributed to the reported difficulty of inaccurate fluid reading. The reported issue was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.